Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks which is off label usage of the device. On (B)(6) 2026 the patient experienced severe hyperglycemia and became increasingly ill. The patient reported excessive sleeping and vomiting, with progression of symptoms to the point that she was unable to dress herself, stand, or walk. Due to the severity of her condition, her husband transported her to the emergency department (ed) for evaluation and treatment. The patient was unable to recall the cgm reading at the time of the event. Upon ed evaluation, a healthcare professional obtained a fingerstick blood glucose (fsbg) measurement, which showed a reading greater than 800 mg/dl. During hospitalization, the patient received treatment with an intravenous (IV) insulin drip and ongoing IV fluid therapy. At the time of the report, the patient remained hospitalized but stated that she was feeling well. It was indicated that the patient entered bg values outside the 40¿400 mg/dl (2.2¿22.2 mmol/l) range, which is misuse of the device. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.